Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded several episodes showing oversensing of noise on both the shock and right ventricular (rv) channels. The atrial channel also had noise, which was noted to be a known/existing issue. Technical services was contacted for further review. No adverse patient effects were reported. This ICD remains in service. Of note, the manufacturer of the leads has not been reported and is currently unknown.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.